Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phacoemulsification (phaco) handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample found a discolored connector. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed damaged o-rings and moisture ingress within the electrode chamber. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no ultrasound during a procedure. The tips were replaced and ultrasound still did not work. There was no patient harm. Additional information has been requested.